Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed indications of a tensile overload of the safety ribbon wire an indeterminate distance from the distal tip weld joint. The distal tip weld joint and an indeterminate amount of coil wire are missing and unaccounted for as a result of apparent mechanical sheer action (cutting). Numerous bends of varying severity scattered over the length of the device. Tool marks were noted in the proximal portion of the coil separation. An offset coil was located 15.1 cm from the coil separation and 11.8 cm long stretch damage was located 15.1 to 26.9 cm from the coil separation. The ptfe coating over the distal 30cm presents varying degrees of scrape/abrasion damage. Dissection of the device revealed a fracture of the core wire located 119.45cm from the proximal tip and a fracture of the safety ribbon wire located 119.20cm from the proximal tip. No other damage or inconsistencies are noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Event description:
It was reported that during a ventricular radiography procedure, removal difficulties occurred. The patient presented with ischemic heart disease. Vascular access was obtained in the radial artery with a 5fr introducer sheath. The physician advanced the starter guide wire into the ventricle. A pig tail guide catheter was advanced over the starter wire. The physician removed the pig tail guide catheter without using fluoroscopy. Next, the physician attempted to advance a left coronary catheter over the starter guide wire, however, the physician was unable to advance the coronary catheter to the intended location. Using fluoroscopy, the physician noted that the starter guide wire appeared to be folded and "jammed" in the femoral artery. Attempts were made to maneuver the starter guide wire and the guide catheter, however, these attempts were unsuccessful. Next, the physician cut the guide wire to facilitate the removal of this device. A vascular surgeon successfully retrieved the remaining portion of the guide wire by lasso withdrawal and removed it intact through the femoral artery and outside of the patient. The physician successfully completed the procedure with this device. No further patient complications were listed and the patient¿s status was reported as "ok."

Event description:
It was reported that during a ventricular radiography procedure, removal difficulties occurred. The patient presented with ischemic heart disease. Vascular access was obtained in the radial artery with a 5fr introducer sheath. The physician advanced the starter guide wire into the ventricle. A pig tail guide catheter was advanced over the starter wire. The physician removed the pig tail guide catheter without using fluoroscopy. Next, the physician attempted to advance a left coronary catheter over the starter guide wire, however, the physician was unable to advance the coronary catheter to the intended location. Using fluoroscopy, the physician noted that the starter guide wire appeared to be folded and ¿jammed¿ in the femoral artery. Attempts were made to maneuver the starter guide wire and the guide catheter, however, these attempts were unsuccessful. Next, the physician cut the guide wire to facilitate the removal of this device. A vascular surgeon successfully retrieved the remaining portion of the guide wire by lasso withdrawal and removed it intact through the femoral artery and outside of the patient. The physician successfully completed the procedure with this device. No further patient complications were listed and the patient¿s status was reported as ¿ok¿.